Event description:
A 5 mm clip applier misfired and would not apply clip it just came out of clip applier when surgeon went to use clip applier during laparoscopic adrenalectomy when clip applier was inside patient. Clip applier removed from sterile field immediately, no harm to patient.